Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and that the customer had high blood glucose. The customer's blood glucose was 403 mg/dl. The customer stated that before she had gone to mow the lawn, her blood glucose has been 281 mg/dl and she treated. She stated that after she was done, her blood glucose was high, and when she went to give herself a correction, she saw an open circle. She pressed act but nothing happened. She stated that the button error alarm followed a little later. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump passed the displacement, rewind, basic occlusion, occlusion prime and excessive no delivery test. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on lcd window, cracked lcd window, and scratched reservoir tube window.